Event description:
It was observed that during the device evaluation, the colonovideoscope had residual whitish foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was reprocessed before it was returned. The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h4 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the foreign material could not be identified, nor the foreign material type. The event can be prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.